Event description:
We have discovered manufacturer defects with two different lots of the rio drug reconstitution transfer device system. The defects we have noticed include hair under the blue protective caps that are supposed to be sterile as well as other particulate matter. We also opened up two packages in which the blue protective cap wasn't on the device. The effected lot numbers are: 14419545 and 14571578. Pt code: 4582. Device codes: 1421, 2588. Ref report: mw5181069.